Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pt suffered hypoglycemia several times although any detail surrounding use of the product around the time of the incidents was not provided.